Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -10.00 into the patient's left eye (os) on (B)(6) 2023. The patient experienced a shallow anterior chamber. The lens remains implanted. The problem was not resolved. Status of the eye: "good va". The reporter indicated the cause of the event was the device. Health effect - clinical code: "4581- shallow anterior chamber" should be added. Claim# (B)(4).

Event description:
The reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -10.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. "Very shallow ac post icl" was reported. The problem was not resolved. Cause of the event was the device.

Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).